Event description:
The consumer reported discrepant results with the covid-19 at-home test. On (B)(6) 2022, in the afternoon, the consumer performed a covid-19 at-home test and the result was negative. On (B)(6) 2022, in the afternoon, the consumer performed a covid-19 at-home test and the result was positive. The consumer is not experiencing any symptoms. No other information can be provided. No additional information about treatment and outcome was provided.

Manufacturer narrative:
Occupation is the consumer's son. The case was sent to the manufacturer for investigation. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).